Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device. A visual and tactile examination found no issues with the profile of the hypotube shaft. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 32mmx2.25mm promus premier¿ stent was selected. During preparation, the device was removed from the hoop and the protective cap was removed from the stent. However,it was noted that the stent was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent dislodgement occurred. A 32mmx2.25mm promus premier¿ stent was selected. During preparation, the device was removed from the hoop and the protective cap was removed from the stent. However,it was noted that the stent was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4) relate to (B)(4). Bsc ID: (B)(4) / tw: (B)(4).